Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colon resection procedure, while using the ancillary trocar, the doctor had incredible difficulty removing the ancillary trocar from the anvil resulting in a serosal tear. The tear was near the anvil and was able to incorporated into the anastomosis. Used the same instrument, no second instrument was used. Did not over sew. There were no adverse consequences for the patient. One device was discarded.